Manufacturer narrative:
The medium-large clip applier instrument was analyzed and was found with one grip severely bent, causing a misalignment of the grips. As a result, the clip could not be properly loaded on the grips. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that the clip applier instrument was not clipping. There is no further information available at this time.